Event description:
It was reported the patient experienced a burning sensation deep inside at his ipg pocket site while charging. A replacement charger was unable to resolve the issue. The patient underwent surgical intervention where his ipg was replaced with a new one.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ¿pocket heating - while recharge¿ could not be confirmed. Pocket heating testing was conducted using the returned ipg and returned 3730 charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance ID (B)(4) in the eon mini product requirements specification (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.